Event description:
Mechanical failure of artificial urinary sphincter. Stress urinary incontinence. Pt admitted to hospital (B)(6) 2010, for artificial urinary sphincter revision and possible second cuff placement. Notes from surgeon: during (B)(6) 2010 surgery, the cuff was identified and dissected free. It was clear that it was not inflating. Surgeon performed cystoscopy and tried to cycle the device and found no evidence that there was collapsing at all. Surgeon dissected this out and tested it to find no leak. Surgeon then infiltrated naropin in the left suprainguinal region, made a small incision there with #15 blade. Surgeon dissected down to the balloon. Surgeon tested the balloon and there was a leak at the junction between the balloon and the cuff. Surgeon therefore, decided to replace the whole device. Surgeon dissected it all out and removed it, then copiously irrigated with antibiotic irrigation. Surgeon measured the urethra and found it to be 4 cm , then placed a 4 cm cuff around the urethra. Surgeon tunneled the tubing up underneath the fascia. Surgeon placed a reservoir and then the pump and put that tubing underneath the fascia as well. Connections were made underneath the fascia and there was 25 cc placed in the balloon; it seems to coapt well. Surgeon irrigated again with antibiotic irrigation.